Event description:
Patient contacted dexcom to report a rash at the insertion site.

Manufacturer narrative:
Patient mentioned getting a rash from the sensor adhesive tape to a patient care specialist. This was not from the current sensor on (B)(6) 2013. Patient reported getting a rash from the adhesive tape when starting with a sp model about a year and a half ago. Patient has not been using dexcom for a while due to sensor failures and transmitter warranty expiration. Patient likes the dexcom unit. Patient reported developing a line on the skin above the transmitter, a reddish irritated line. This crusted over into an infection. Patient left the tape loose. Patient tried a skin product recommended by his doctor to prevent the rash but the sensor would not stay attached with medication. Rash started about two to three days after attaching sensor. Patient reported that the rash is from tape. Patient is still wearing sensors and just got a replacement receiver and transmitter. Patient is not using skin product anymore but is leaving a 'loose' area around the sensor pad. Rash goes away as long as the sensor is loose. Patient may have a photograph of the initial appearance of the rash.